Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ach2east pyxis drawer 4.2 is having failed hardware issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had communication issue. A field service engineer (fse) replaced the patch cable and tested both network ports using a laptop. The media status still showed a disconnect. The fse referred the client to the local information technology (it) team to check the network port to resolve the issue. Later, the fse confirmed that the customer resolved the issue. The system functioned as intended after the customer resolved the issue.